Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data were inspected thoroughly. The eri battery status was activated properly on march 26, 2021. Further data analysis revealed a temporary high current condition of the electronic module draining the battery which started on september 8, 2020 and returned to normal after march 25, 2021. The root cause for the temporary high current condition was not determinable based on all data available for analysis. For further insights programmer data from the follow-up of september 8, 2020 would be essential. Should further relevant information or the device itself become available for analysis this investigation will be updated.

Event description:
Device remains implanted. Device reported on hmsc at eri on (B)(6) 2021 then was eos (B)(6) 2021. Patient has had 4 radiation treatments out of a total of 28 treatments planned. Patient was brought in and ram dump performed. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Device explanted due to eri. The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data were inspected thoroughly. The eri battery status was activated properly on (B)(6) 2021. Further data analysis revealed a temporary high current condition of the electronic module draining the battery which started on (B)(6) 2020 and returned to normal after (B)(6) 2021. The root cause for the temporary high current condition was not determinable based on all data available for analysis. For further insights programmer data from the follow-up of (B)(6) ,\ 2020 would be essential. Should further relevant information or the device itself become available for analysis this investigation will be updated.